Manufacturer narrative:
Examination of the returned device confirmed the pin holes are damaged. The root cause is attributed to device wear from normal use and servicing. The device is approximately twelve years old and is worn out. A two-year search of the complaint database against product code 212862001 did not find any additional reported events. Based on the root cause determination of device wear from normal use and servicing, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). Depuy synthes has been informed that the lot number is not available. If additional information is received, d follow-up medwatch will be filed as appropriate.

Event description:
During routine inspection, the global advantage neck section guide appeared to have a damaged hole. Drill pins do not pass through the guide smoothly.